Manufacturer narrative:
The technician found the side rail latch bias was not catching due to a syringe cap being wedged behind the latch pin. The technician removed the syringe cap to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the account states that left intermediate side rail does not latch. The bed was located in the storage room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).